Event description:
A technician reported a scratched intraocular lens (iol). There was no patient involvement.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/02/2009 by phone; and received on 01/05/2009.